Event description:
A customer reported that an intraocular lens (iol) was implanted and removed due to a capsular tear. Additional info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot. Additional info was requested by fax and phone. A completed questionaire was not received. (B)(4).